Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the pump stalled and there was 27 months left on it. He reported that he saw the healthcare professional (hcp) on (B)(6) 2016. The patient stated that the pump was going to have to be replaced; he didn't know when it'll be replaced, but it was going to be replaced in (B)(6). The patient was working with the hcp for the replacement. Another supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer's representative. The provided printout indicates that motor stall recovery occurred on (B)(6) 2016 at 16:34.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and also from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient receiving fentanyl (1500.0 mcg/ml at 1189.2 mcg/day) and bupivacaine (14.0 mg/ml at 11.00 mg/day) via an implantable infusion pump. The other medications that the patient was taking at the time of the event could not be obtained. The pump's indications for use (ifus) were noted as spinal pain and failed back surgery syndrome. The patient reported that the pump was alarming every hour on the hour and confirmed that he was hearing a 2-toned alarm. The alarm reportedly started a few days after the pump was filled on (B)(6) 2016. The patient mentioned that he had a computed tomography (CT) scan and 44 radiation treatments for prostate cancer (1 session every weekday). The alarm started before all those procedures. The patient reported that the hcp put him on ¿a little cannabis¿ because he was "not feeling right." The symptom was reported as sudden. He read the printout to the manufacturer¿s patient support (ps) specialist and reported seeing the following: reservoir volume: 4.4 ml; refill interval: 4 days; refill date: (B)(6) 2016. The ps specialist was unable to confirm whether this information was listed in the section of the report that was after pump update. The patient also saw a ¿stopped pump period may exceed tube set¿ message on the printout. The patient saw the hcp not long after the (B)(6) 2016 due to the pump alarm, but the hcp informed the patient that the pump was okay. Additional information was received from the hcp via the rep. It was indicated that the event date was (B)(6) 2016. It was reported that numerous motor stalls occurred and the patient¿s pain symptoms returned. The provided print report confirms multiple stalls and ¿stopped pump period may exceed tube set¿ messages. At the time of the report, the patient was alive with no injury and the issue had not resolved. Surgical intervention was planned, but had not been scheduled. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Pump analysis results revealed overinfusion with an undetermined root cause.

Manufacturer narrative:
Analysis has been completed. Long term testing of the pump found over-infusion with an undetermined root cause. During destructive analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing. Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.